Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD), the device header came off of the device case upon removal from the pocket and the right atrial (ra) lead was stuck in the header. A setscrew came out of the device header and the lead was able to be successfully removed, however, the lead sustained insulation damage during removal and was surgically abandoned and replaced. The device was explanted and replaced. No adverse patient effects were reported.